Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . E1: patient city: (B)(4). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that patient faced three events of occlusion alarm on 15-nov-2024. Patient reported that the occlusion was in the tubing. No further information was available.